Event description:
On (B)(6) 2011, the nurse reported the following to kci: on (B)(6) 2011, the pt allegedly hit his left leg on the side of the bed resulting in a fracture to the left femur.

Manufacturer narrative:
On 08 sep 2011, the bed was tested per quality control (qc) checks and met specs prior to pt placement the same day. On (B)(4) 2011, the bed was tested per qc checks by kci field service and met specs.